Event description:
I think most likely my omnipod stopped delivering insulin (maybe the cannula had a tear because I felt some insulin on my skin) which led my blood sugar to go up and stay up. I was on a flight an was throwing up. When I landed I detected dka, and I went to the hospital for care where I was admitted and was told if I had arrived a few hours later I would need to go to the ICU.